Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation; instead the device log was provided. Review of the log showed the electrodes were able to deliver shocks to the patient multiple times with no error observed. The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of lot number's 0119 and 2119 were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The customer's report was unable to be confirmed without the suspected electrodes. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the associated defibrillator was unable to obtain an ECG signal using these electrode pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that the patient subsequently expired.